Manufacturer narrative:
On december 4, 2020, mentor became aware that incorrect statement, and reason for device explant and/or reoperation under field h10 was inadvertently submitted in the previous initial submission. The correct statement is as follows: at the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and / or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient with unknown race and ethnicity underwent primary breast augmentation with 300cc mentor siltex round moderate profile and experienced right side deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.